Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 208 mg/dl. The customer stated that the device is doing always a21 alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during battery change and memory was erased due to faulty connector on interface board. The insulin pump received with cracked battery tube threads and minor scratched display window.